Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The customer stated that he had been receiving persistent no delivery alarms during bolus attempts. The blood glucose reading was 300 mg/dl. He declined troubleshooting assistance for the matter, since he did not receive a no delivery alarm with the most recent infusion set he was using. He did not wish to continue the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.